Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised with an articular surface exchange due to infection.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the removed articular surface identified no deviations or anomalies. This device is used for treatment. Components were reviewed for compatibility with no issues noted. A product history search conducted for the articular surface identified no other complaints for this part and lot combination. The primary operative notes from (B)(6) 2010 when the articular surface was implanted were reviewed with no issues noted. The primary operative notes indicate that flexion and extension balance were assessed and balanced appropriately, and that satisfactory range of motion and stability were achieved. The operative notes from the revision surgery on (B)(6) 2011 when the articular surface was exchanged state that the knee was drained and copiously irrigated. The revision operative notes did not identify any issues with the other implanted components. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. However, the adverse effects section in the packaging insert for the implanted articular surface does address that there is a risk of infection after implantation. A definitive root cause cannot be determined with the information provided.